Manufacturer narrative:
Patient information was refused by the site. Device UDI not provided as this product is no longer manufactured. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor didn't work. The cd reader couldn´t be opened. Errors were shown while booting the system. The system then passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system wouldn't boot up. It showed errors while booting. The customer turned it off and on again, but this didn't resolve the issue. This issue occurred during pre-op. There was no patient impact reported and no delay to surgery.